Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window and cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 54 mg/dl. The customer treated her low blood glucose with food and declined to troubleshoot for low blood glucose. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.